Event description:
Allegedly during the course of surgery, after a trial reduction, a threaded portion of an instrument sheared off inside the threaded extraction slot on the component. The fragment was well fixed and the surgeon elected to leave it in place.

Manufacturer narrative:
Investigation is not complete. No serious injury occurred. This is a reportable malfunction. Additional info has been requested. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete.